Manufacturer narrative:
Patient information was unavailable from the site. On 7-jul-2015, a medtronic representative went to the site to test the equipment. The imaging system failed to hold a charge during testing. The motion and mobile view station (mvs) batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The battery (9amph -12v) was returned to the manufacturer for analysis, but no fault was found. All batteries were in used condition as expected, and each of the eight measured greater than 12.90 vdc. The battery cartridge ups (12vdcx2) was returned to the manufacturer for analysis and an electrical failure mode (battery fails to hold charge) was confirmed. Battery was charged for 24 hours. Leds powered up, but load test failed after 3 seconds. (B)(4).

Event description:
A site representative reported that, during a spinal fusion procedure, the imaging system stopped working during an exposure. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.